Manufacturer narrative:
Unit passed self test, displacement test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with missing display window cover. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump key was locked. Customer's blood glucose level was 256 mg/dl. The insulin pump will not be returned for analysis.